Event description:
The pt reported that their one touch profile meter was giving inaccurate low results. Medical affairs specialist had called and left a message for the pt on 7/2004. There is no response regarding that call. A letter will be sent to the pt. Based on the initial info provided by the pt the previous day, pt had reported getting low results like 34 mg/dl and 33 mg/dl. Less than 10 minutes later, pt tested on family member's meter with a result of "over 300." This is an invalid comparison since two meters were compared. Pt was experiencing blurred vision, weakness, and thirst. All these symptoms relate to a high blood glucose level. Pt then went to the dr's office. Their blood glucose level was tested on the dr's meter with a result of 341 mg/dl. This result reflects a serious injury. Pt's dr increased their insulin from 70 units of lente to 80 units. The pt's testing technique was correct and the meter's code matched the test strip code. Pt did not have any check strip or control solution to check the meter. This case is reported as an adverse event since the low readings that the pt has been receiving on their meter did not match the symptoms, the dr's meter result, and their treatment.